Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor glucose value was 87 and her blood glucose reading was 47 mg/dl. Customer stated that she also experienced a sensor glucose value of 92-93 and blood glucose reading of 42-43 mg/dl. Customer stated that she was driving and had been in an accident. Customer stated that she is still experiencing issues with the blood glucose being lower than her sensor glucose. Customer's blood glucose was 93 mg/dl at the time of the incident. Customer's blood glucose was much lower than the sensor glucose value last week. Customer was advised to remove the sensor and insert a new sensor. Customer reported that she was unable to upload to carelink. Customer was advised that it is best to calibrate when glucose levels are not fluctuating too rapidly.